Event description:
It was reported by service report that the patient-left side control pedal was broken. Exposed sharp edges were reported.

Manufacturer narrative:
Pedal broken with sharp edges exposed.